Event description:
It was reported that the right ventricular lead had high thresholds and was undersensing. During the lead revision, it was noted that the rv lead had dislodged. The rv lead was re-affixed to the rv septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.